Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: (B)(4); 02-010-03-0235 - logic cr femoral cem, left, sz 3.5; (B)(4); 02-012-45-3545 - lgc tibial fit tray cem sz 3.5f / 4.5t; (B)(4); 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 71 yo male patient, initial left total knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 5 years 5 months post the initial procedure. The patient presented with complaints on their left primary knee, including pain and dissatisfaction. It was determined the implanted poly was part of the recall. The patient underwent a poly swap and patella swap. The patient was revised to a size 13mm crc poly for sz 3.5 and a 35mm round 3 peg cemented patella. There were no surgical delays reported. The patient was last known to be in stable condition following the event. The device was returned for analysis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of tibial insert prosthesis wear, the reported instability, or inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall that was packaged for longer than 5 years, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.